Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient ended up with a myopic result -1.00 -0.50 x 170 20/20 with an intraocular lens (iol). The patient experienced blurry distance vision. Visual acuity (va) pre-operative (op): 20/30, va post-op: 20/60 -2. Therefore, the lens was explanted. There was no vitrectomy, incision enlargement or sutures required. Another johnson & johnson lens (same model and lower diopter, 22.0) was implanted as a replacement. At 3 weeks postoperative, the patient is seeing 20/25 -1 for distance and 8 point near and intermediate vision. No additional information was provided.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 9/21/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.